Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump alarmed motor error. It was stated that the drive support cap was protruded, and the customer pushed it back in. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump received with motor error alarms during basic occlusion test due to protruded/loose drive support disk. Cracked case all corners of display window, cracked display window, cracked reservoir tube lip, cracked battery tube threads and scratched display window noted.